Manufacturer narrative:
This medwatch report is being voided as it is not a new patient event. New information was received indicating that the complaint was reported at the time the surgeon received the complaint.

Event description:
It was reported that a patient underwent an episiotomy procedure on an unknown date and suture was used. The patient developed an infection. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.